Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt an atrial lead was placed. The physician decided to remove the atrial lead because the patient had chronic atrial fibrillation. No patient complications were reported as a result of this event.